Manufacturer narrative:
(B)(6).

Event description:
It was reported that a review of documentation revealed that oversensing by the atrial lead had resulted in noise reversion. The patient was asymptomatic and the lead remained implanted.